Event description:
It was reported that the touchscreen of the pump was unresponsive and frozen, preventing interaction. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump, which resolved the issue, allowing the customer to interact with the screen again.